Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 06-jan-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received inside a sealed non-j&j pouch labelled with the patient sticker corresponding to the complaint serial number. During a visual inspection, the device was inspected under magnification. The lens was received coated in viscoelastic residue. The lens was cleaned revealing a scratch on the lens that extended to a haptic. The physical characteristics of the received lens was confirmed to match that of a drn00v model lens. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that this production order was released within diopter specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to patient complaints of blurred vision and glare with both reading and distance vision, the iol was explanted in a secondary surgical procedure; replacement iol information is unknown. There are no daily activities that the patient cannot perform that he was able to prior to the surgery. There was no incision enlargement, no medical attention, no medication prescribed (outside of standard care), no procedural delays, no suture(s), and no vitrectomy during the lens exchange procedure. Best corrected visual acuity (bcva) pre-operative was 20/40 and post operative was 20/20. Patient prognosis post lens exchange was reported as fully recovered. The iol directions for use were followed. No further information is available.